Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle partially retracted. The following information was provided by the initial reporter: bd insyte autoguard 18 gauge IV was inserted successfully. When the button to retract the needle was pressed, the needle did not retract completely into the safety shield. The needle was secured without harm. Customer response on ((B)(6) 2025. 1. In the xxx report (B)(4), the event date is mentioned as june 2025. Could you please provide the specific date? June 01, 2025. 2. The (B)(4) report indicates that "other serious or important medical events". Was there any harm/serious injury to patient/hcp? If yes, please describe in detail. No. 3. When you pressed the button, did the needle fully retract? No. 4. Did the needle retract slower than normal? No. 5. Did the needle start retracting and then stop, leaving the needle exposed? Yes. 6. Did the needle not move at all after pressing the button? Did not move at all. 7. Did the button depress? He can¿t remember.